Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the main lamp due to long term use.

Manufacturer narrative:
Per the reporter, the issue was resolved by replacing the main lamp. In communication with the reporter, technical support learned the life hours of the main lamp was 500 hours. The likely cause of the event can be attributed to maintenance. As stated in the instructions for use, as a preventive measure: warning: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one....."

Event description:
A user facility reported to olympus that the lamp was at 500 hours and the lamp went out; the spare lamp came on. The problem, as reported to olympus, occurred during a cystoscopy procedure and the procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.